Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported impedance greater than 3000 ohms for several days returning to normal today. At the same time as high impedance a recording for failed threshold test showed what appeared to be lead noise and another recording showed loss of capture. Advised to bring patient in for full follow up with isometrics and possibly x-ray following physicians direction.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.